Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available, and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 6/4/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off mid-procedure. The case was completed with a non-arthrex product. This was discovered during a procedure, with no reported patient harm. Additional information was received on 6/5/2024: the part number of the needle that broke was ar-12990n. The ar-12990n scorpion needle, knee broke inside the handle casing of the ar-12990 knee scorpion and was contained. Nothing broke inside the patient. There was a minimal delay, and the case was completed using a non-arthrex product. This was discovered during a meniscal root repair procedure on (B)(6) 2024. No adverse effects on the patient were reported due to the issue.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 knee scorpion batch number 15104166 was received for investigation. Visual inspection noted wear and tear on the palm of the device. The most likely cause for this can be attributed to wear and tear incurred from repeated use. Functional testing was performed on the returned ar-12990 with an ar-12990n batch number: 10512300 and it was found that the needle could not be fully inserted, the ar-12990n was met with resistance and could not pass through the shaft of the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during the firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.